Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated due the patient's report of receiving two shocks. Upon interrogation it was observed that a fault code (1005) was noted. Boston scientific technical services (ts) discussed with field representative that fault code (1005) could occur when shock therapy is delivered into a high impedance state which could be due to a fracture or a connection issue. Ts advised to test the shock impedance and to look for trending for how high and long the measurements using the programmer. Ts also suggested to check other lead vectors and to conduct a defibrillation threshold (dft) test to see if patient could convert during a ventricular fibrillation (vf) episode. There was lead noise noted which was oversensed causing the delivery of inappropriate shock. Temporarily, this ICD tachy therapy was programmed off due to the lead noise. Additional information received stated that there was no therapy exhaustion. There were about five shocks attempted but two failed to complete the circuit due to a fracture. A lead revision was scheduled for this patient the day after the call was made. This ICD still remains in service. No adverse patient effects were reported. Additional information received stated that this implantable cardioverter defibrillator (ICD) was explanted due to high, out-of-range (oor) pacing impedance measurement of greater than 3000 ohms and delivery of inappropriate shocks. The field representative informed that the patient was implanted with another competitor lead as a replacement. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, longevity measurement for this device was not conducted. This device never triggered replacement indicator while implanted. High power visual inspection of the header and lead barrels noted no irregularities that could have contributed to the event. The header passed the pin gage testing and this verifies the inner dimensions of the barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. Shock and pace impedance test was conducted and both results are within the tolerance of the circuit. No noise was seen on the electrogram (egm). A series of automated diagnostic testing that verifies the performance of pacing, sensing and recording functions of the device was conducted as well. This device was noted to have met the specifications. However, the analysis conducted was not able to confirm the allegation about the fault code (1005) and the high, out-of-range (oor) pacing and shock impedance measurement.